Event description:
The patient received two scs leads with the same lot number. It was reported the patient experienced ineffective stimulation for several months. Reprogramming was unsuccessful as the sjm representative was able to restore only right upper extremity stimulation. A CT scan has been ordered and surgical intervention will take place as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.